Event description:
During use for a cardiopulmonary bypass procedure, the user reported the stylet was difficult to withdraw from the tubing. While withdrawing it, the cannula became crimped. An alternate device was employed and the procedure concluded without incident. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.